Event description:
Bilateral augmentation with silicone gel implants (260cc) subpectoral position. Several weeks later, ankle swelling diagnosis, also noted to have a large liver. This resolved with time. Approx 1 yr ago developed stinging all over, particularly in right side of lead. Implants removed 3/29/95. Intact - no apparent leaking or rupture. Implants given to the pt per her request.